Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction cylinder had no color. Due to wear of angle wire, the play of the up/down knob is out of the standard value. The light guide lens was cracked. Bending tube was deformed, distal end was shaved, adhesive around the objective lens was worn. In addition, some components required replacement as per maintenance requirements. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii duodenovideoscope with no information. During the device evaluation, residual liquid inside the distal end was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged within the tip, but the foreign object could not be identified. Due to the scraping of the tip, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.